Event description:
The tibial baseplate was revised due to pt pain. Revision surgery revealed that the baseplate had broken at the medial-posterior portion of the baseplate.

Manufacturer narrative:
Summary of evaluation: the info provided and the examination results suggest that this event is associated insufficient cortical support for the device.